Manufacturer narrative:
The prime process was unable to be performed during priming alarm test due to faulty force sensor resistor. The insulin pump passed the basic occlusion and displacement test. The motor tested okay and there was no motor error alarm on the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 600 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer was able to rewind the insulin pump and passed the displacement test. Customer advised the motor error alarm did not occur during the priming test. Customer advised the motor error alarm occurred during basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.